Event description:
The reporter reported the surgeon implanted a cq2015a collamer aspheric three piece lens. Lens tore upon implantation. Lens was removed. No widen incision, one suture required.

Manufacturer narrative:
(B) (4) - sutured. Conclusions: a multifunctional team investigated complaints regarding lens tears associated with the cq cartridge: the resultant corrective actions included improvements in manufacturing, release testing, and evaluation of test results. Additionally, the injector/cartridge directions for use (dfu) have been modified to add further clarifications to instruct the users in the proper delivery techniques that are effective, and minimize the potential for damaging the lens. (B) (4).